Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 12, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 3331 - analysis of production records investigation findings: 213 - no device problem found investigation conclusions: 67 - no problem detected visual observation of the actual sample did not find any anomaly. After rinsing the actual sample the blood channel was filled with colored saline solution, the blood outlet port was clamped, and air pressure of 2kgfcm2 was applied from the blood inlet port side into the blood channel to check the leakage but no leak was found. After drying the sample, it was installed into a circuit consisting of tubes, and the saline solution was primed by a roller pump. No residual air was found. Review of the manufacturing record and the incoming inspection records of the actual sample show no anomaly in them. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed the membrane fills with small bubbles on pump stop. The oxygenator was assembled and deburred, it was observed when the pump stopped, the membrane fills with small bubbles, the de-bubbling process was repeated and rollers are calibrated. No patient involvement. Product was changed out. Procedure was completed successfully.